Manufacturer narrative:
The complaint of particulate matter on item ch2000 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review (DHR) reviewed couldn't be performed due to lot number for this complaint was unknown.

Event description:
The event involved a spiros¿ closed male luer where it was reported that while transferring the diluent to the drug vial (containing monoclonal antibody), followed by repeated aspiration with syringe to ensure homogenized mixture in the vial, it was noted at times it caused visible particle formation in the vial. The particle formation is absent when aspiration with syringe is absent or reduced. The customer stated that their experiments concluded that particles seen are not related to their drug product. Particles are also seen on placebo vials having (B)(4) normal saline and (B)(4) (B)(4). When using chemoclave cstds during preparation. The particles are highly likely a result of stopper coring than the cstds itself per the customer. It was further stated that the particulate are non-proteinaceous fibrous white filaments. The product was stored at room temperature. There was no patient involved, no harm, no adverse event, and no delay in therapy. This captures the second of two occurrences.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.